Event description:
It was reported that the insulin pump had a bolus anomaly. The customer's mother stated that the insulin pump did not record a bolus into the bolus history. The blood glucose reading was 147 mg/dl. The customer's reported that she was sure that her daughter had taken the bolus because she had eaten 70 units of carbohydrates and did not get a blood glucose reading over 200 mg/dl. She was not comfortable with the customer using the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was programmed with multiple bolus deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.